Event description:
Per the clinic, the patient experienced an infection at abutment site (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 25, 2022.

Manufacturer narrative:
Correction: the initial MDR submitted on february 25, 2022 was filed inadvertently. No infection has occurred. Per the clinic, the patient underwent a revision surgery under general anesthesia on (B)(6) 2022 in order to remove the abutment due to skin overgrowth. This report is submitted on march 14, 2022.